Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer forgot to complete the fill tubing process during the load sequence. As a result customer blood glucose (bg) increased and was displayed as ¿high¿; however, a specific value was not provided. Customer primed the tubing until drops of insulin were seen to address the elevated bg and resolve the issue.